Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer was called via phone reservoir was unable to lock in place when inserted into insulin pump. The blood glucose level was 14mmol/l. The insulin pump will not returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump passed displacement test.